Manufacturer narrative:
The device was not returned to edwards for evaluation as it remains implanted. The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
It was reported that a model 3300tfx 19mm aortic valve in the tricuspid position was disabled via a valve-in-valve procedure after an implant duration of two (2) years, five (5) months due to tricuspid stenosis. Patient presented with heart failure, ple, abnormal labs, and in failing fontan. A 9600tfx 20mm transcatheter valve was successfully implanted and patient was in recovery.

Manufacturer narrative:
The device history record was reviewed and shows that this device met all manufacturing specifications for product release prior to distribution. No issues were identified that would have impacted this event. It was reported that a 19mm 3300tfx aortic valve in the tricuspid position was disabled via a valve-in-valve procedure after an implant duration of two (2) years, five (5) months due to tricuspid stenosis and insufficiency. Based on the information available, the device was intentionally used outside the way it was designed and intended. The performance, safety, efficacy, longevity, and durability of rings and bioprosthetic valves have not been determined when the product is used outside the scope of its intended use and/or its studied population. Stenosis, which develops progressively over time, can be due to a number of issues. Additionally, there can be a number of potential known and unknown patient-related contributing factors. Structural valve deterioration (svd) is the most common reason for bioprosthesis explant and encompasses multiple failure modes, including calcification, noncalcific degeneration, dehiscence, cusp thickening or fibrosis, or a combination of these. Such failure modes, occurring singularly or concomitantly, may contribute to stenosis and/or regurgitation. Alternatively, non-structural valve dysfunction (nsvd) may also play a role in the development of valvular stenosis. Stenosis is most commonly related to patient factors and is not usually an indication of a device malfunction. The most likely cause is patient factors, including patient age at implant, implant position, and per the physician, progression of the patients disease.

Event description:
It was reported that a 19mm 3300tfx aortic valve in the tricuspid position was disabled via a valve-in-valve procedure after an implant duration of two (2) years, five (5) months due to tricuspid stenosis and insufficiency. The patient presented with heart failure and failing fontan. A 9600tfx 20mm transcatheter valve was successfully implanted and patient was in recovery at the end of the procedure. The physician stated tv stenosis and insufficiency was due to progression of the patients disease.